Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, 18f manta vascular closure device failed to close the femoral arterial access site at the conclusion of the original surgical intended procedure. Right femoral artery bleed, femoral compression system was placed, no pulse felt or with doppler in the right foot. Vascular surgeon consulted. Femoral cut down performed. Artery was sutured, no bleeding was noticed. Collagen plug found in tissue right groin and subsequently extracted. Pulse in right foot was felt. Femoral cut down was sutured closed.

Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta closure device was planned for closure in the right common femoral artery. Following deployment, the manta failed to close the access site. Bleeding was present and a femoral compression device was placed. No pulses were felt in the right foot or seen on doppler ultrasound. The vascular surgeon was called in and performed a surgical cut down. The surgical cut down visually confirmed the collagen, toggle, and lock were intact in the tissue tract and explanted. Pulses were regained in the right foot and the femoral artery was sutured closed. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information regarding the initial and deployment procedures, patient conditions and environment and angiograms were not submitted for investigative purposes. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU specify if manta does not deploy properly and hemostasis is not achieved, the device and all the components may be removed from the patient if medically necessary. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.